Event description:
It was found that the frame would not hold weight due to the legs/base struts being broken/damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.